Event description:
The customer went to the ER because she experienced a severe hypoglycemic reaction and indicated she over medicated because of the meter readings. She could not recall specific details. Customer was asked to return the test strips for investigation. New meter and strips were sent to her.